Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified, 90% stenosed lesion in the right coronary artery. Pre-dilatation was performed with a 2.0x18 mm unspecified balloon dilatation catheter. A 2.5x18 mm xience xpedition stent delivery system (sds) could not cross the lesion due to the patient anatomy. Resistance was felt during access and removal of the sds due to the vessel. A new same size xience xpedition was used to successfully cross the lesion. The patient's final outcome was satisfactory. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.